Manufacturer narrative:
This report is based solely on device return and analysis. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the device would not power up. The cause was the main pcb (printed circuit board). The battery contacts were also found to be compressed, and the ring bail was bent.

Event description:
It was reported the unit will not power up properly, despite a new battery. A few quick light strobes on the a-v pace/sense are seen, then the unit shuts off. Follow-up information received determined there was no patient involvement. The condition was seen prior to use on a patient. The device subsequently tested out of specification during manufacturer's analysis.